Event description:
It was reported that patient faced issue with two infusion sites that were red, painful and experienced swelling also for which antibiotics were prescribed. Patient had pre-existing double hernia prior to starting vyalev.

Manufacturer narrative:
Initial 2 of 2. E1: patient city: (B)(6). Patent country: the united states. Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.